Event description:
It was reported that the patient began experiencing abdominal pain, right leg pain and urinary incontinence upon waking up from the implant procedure. The physician thought that there was no known cause for the symptoms and did not suspect it was device related. Nothing out of the norm occurred during the implant procedure. It was also noted that high impedance was showing but the patient was still able to get excellent stimulation coverage. The patient was in the hospital since implant date and was still an in-patient as abdominal and leg pain persisted. The urinary incontinence was cleared. The patient had a daily physical therapy (pt) and no further action was take by the physician. The patient was doing well, was discharged from the hospital and all impedances were normal during the postoperative appointment.